Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, missing the end cap sticker and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device alarmed for compromised force sensor system alarm. It was reported that insulin was squirting out during manual prime. The customer's blood glucose level was reported to be 145mg/dl. It was reported that the device would be replaced and returned for analysis.